Manufacturer narrative:
(B)(4). Unit had missing retainer and missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was detached and coming off. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.